Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip inserted backwards or upside-down. Manufacturer contacted customer on 06/07/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer mentioned that he went to a scheduled appointment and it was found that his blood sugars were high (400 or so) and the doctor prescribed him with what he needed to better manage it. Customer is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer complaint of dead meter. Meter won't turn on when strip is inserted or when the s button is pressed. Customer reports symptoms of headache and tiredness. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's issue and observed symptoms. The proper installation of the battery was confirmed.